Manufacturer narrative:
Motor error alarmed during basic occlusion testing due to moisture damage on back pressure sensor. Unable to test for prime/ delivery test, occlusion test and excessive no delivery test due to motor error alarm. Motor was tested outside the device and passed. Unit had cracked lcd window, scratched reservoir tube window, missing end cap sticker, battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 304 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.